Manufacturer narrative:
(B)(4)

Event description:
Additional information reported there was no diagnostic testing since the patient was very sick in a nursing home due to other health issues (kidney failure, ¿wound ulcer pressure on the hill, buttocks¿) not related to the pump. It was noted the daily dose was reduced every week until the pump would be stopped. It was noted that when the health status of the patient improved, the pump would be removed. The was noted the patient was doing fine considering the other issues not related to the pump and had no withdrawal symptoms.

Manufacturer narrative:
Outcome attributed of intervention required no longer applies. Additional information that no intervention will be performed no longer qualifies this event as a serious injury, only malfunction.

Event description:
Additional information reported there were no diagnostics performed. It was noted the patient was not receiving therapy and had no withdrawal symptoms related to the pump because they had other serious health issues not related to the pump. It was noted that there was no plan to remove any devices. It was noted the drug was removed and refilled with ns.

Event description:
It was reported the patient went to the hospital for a pump refill and was supposed to have 22ml in the reservoir, but the doctor withdrew 30ml. It was reported the patient did not report any signs and symptoms of withdrawal and was sent to the long term facility home after their visit. It was noted the health care provider (hcp) wanted to do a dye study, but was advised not to since the patient had a bed sore since many months and could not mobilize to the hospital easily. It was noted the bed sore was not related to the volume discrepancy. It was stated they would have their dose decreased gradually because they had a wound infected and could not have a surgical revision at the moment. It was stated they were monitoring the patient. The pump was used to deliver clonidine, hydromorphone, ¿b.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).